Manufacturer narrative:
D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, erroneous results were seen with an unspecified number of samples. The analyte being tested was not reported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and all samples met specifications. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, elevated troponin results were seen with an unspecified number of samples. Samples were analyzed on roche instruments. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, elevated troponin results were seen with an unspecified number of samples. Samples were analyzed on roche instruments. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.1. Medical device brand name: bd vacutainer® sst¿ ii advance. D.3. Medical device manufacturer: becton, dickinson and company (bd). D.4. Medical device catalog #: 367955. D.4. Medical device lot#: 4246214. D.4. Medical device expiration date: 28-feb-2026. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson and company (bd). H.4. Device manufacture date: 02-sep-2024. B5. Describe event or problem: it was reported while using bd vacutainer® sst¿ ii advance, elevated troponin results were seen with an unspecified number of samples. Samples were analyzed on roche instruments. No adverse impact was reported regarding the patient or user.